Event description:
After 50 months implantation, this lead was capped because of over-sensing. It was reported that the over-sensing might have been caused by the position of this lead. Note: the pacemaker that was attached to this lead was also reported on an MDR.